Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was dizzy and fell, low sugar was noted. There was some swelling at the pacer site but no sign of infection. On device interrogation it was noted that the right atrial (ra) lead exhibited atrial under-sensing which could affect mode switch operation, atrial pacing and detection/termination of atrial tachycardia/atrial fibrillation episodes. Low p waves measured as well. The ra lead remains in use. No further patient complications have been reported as a result of this event.